Event description:
It was reported via clinic notes received that the vns patient had experienced 2 major generalized seizures. During one seizure, the patient fell and hit her head. As a result, the patient's ataxia has worsened, her speech is slurry and she is having memory trouble. This has led the physician to believe that the patient may possibly have a subdural hematoma. Attempts for additional information are in progress. The patient has been referred for surgery to replace her vns generator.